Manufacturer narrative:
Further information was requested but not obtained . The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report : 1627487-2020-00805. It was reported patient experienced ineffective therapy as patient was unable to increase amplitude. Trouble shooting was unable to solve the problem experienced in the supraorbital leads which were reading high. As a result patient may be awaiting surgical intervention at a later date .